Manufacturer narrative:
Occupation is patient/consumer. The test strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of discrepant inr results with coaguchek inrange meter (serial number mg00044829) compared to an unknown laboratory method. At 7:30 on (B)(6) 2023, a sample from the patient was tested using the meter, resulting in a value of 2.6 inr. At 8:15 on (B)(6) 2023, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 3.4 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr.

Manufacturer narrative:
The customer¿s test strips were provided for investigation where they were tested on a reference meter with a high-level control sample. Testing results (qc range = 2.6 ¿ 3.2 inr) qc1: 2.8 inr qc2: 2.9 inr qc3: 2.9 inr the obtained results were in the allowed range. No error messages occurred during investigation. The returned material meets the specification. Medwatch fields d9 and h3 have been updated.